Event description:
It has been reported via sales representative that the surgeon has requested an investigation because of a breakage stem implanted past 2007. The information reported by the surgeon was: (B)(6) 2007, revision surgery: a mrh rotating knee was implanted. On (B)(6) 2010: the implant was explanted because of the femoral stem breakage. It has been alleged by surgeon that there was no patient fall. The reference and lot number are unknown at the moment.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.